Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On (B)(6) 2015, l5-s1 plif using jagar was done for a female patient with spinal canal stenosis. After the cage was inserted, the image showed that it was sunk toward the anterior vertebral body. When the surgeon grabbed the cage with a punch to retract it because the inserter could not be attached to it, severe bleeding occurred from the intervertebral. The surgeon stopped the bleeding by astriction applying a lot of gauze, and treated with floseal after coagulating the bleeding point. After that, the surgeon removed the cage through thoracotomy and sutured the damaged blood vessels. The procedure was completed with one-side rod implanted, and a reoperation will be conducted to implant another rod in the near future. Due to the incident, the case was extended for 240 minutes.